Manufacturer narrative:
Additional information has been sought of a local representative. No further information is available at this time. Should further information become available this investigation will be updated at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a gradual increase in shock impedance measurements eventually going out of range. Further evaluation was recommended on the leads including trying different programming vectors and delivering a commanded shock to test the lead. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. The shock impedance measurements continued to increase reaching out of range and recording an open circuit condition. Lead replacement will be considered in the future. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been sought of a local representative. No further information is available at this time. Should further information become available this investigation will be updated at that time.

Manufacturer narrative:
Additional information has been sought of a local representative. No further information is available at this time. Should further information become available this investigation will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. The shock impedance measurements continued to increase reaching out of range and recording an open circuit condition. Lead replacement will be considered in the future. This lead remains in service. No adverse patient effects were reported.